Manufacturer narrative:
The distributor reported their customer informed them that the AED will not power on. The battery pack has an expiration date of march 2027. The maintenance schedule is not reported. Review of the log history file revealed the unit entered service in march 2020. In november 2020 the device displayed 'no pads' warning daily and continued. Pads were connected to the device at the end of december. Again, in november 2021 the device displayed 'no pads' warning daily and continued. Pads were connected to the device at the beginning of december. On november 2023, the device displayed 'battery low' warning during the weekly self-test and continued until the end of january 2024 at which time the device displayed 'replace battery now' warning. By the beginning of march, the battery pack was fully depleted. In august a new battery pack was installed, and the log history file was downloaded. Based on the available information, the customer failed to maintain the device according to the manufacturer's IFU. The customer's failure to promptly address red asi warnings as well as excessive self-testing, reduced battery life expectancy. Advised the customer that the depleted battery pack should be removed from service; it will not be returned to the manufacturer. No additional information is available at this time to further investigate the event. The IFU states the IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. Routine maintenance: the ddu series AED is designed to be very low maintenance. Simple maintenance tasks are recommended to be performed regularly to ensure its readiness. Daily- check that active status indicator (asi) is flashing green. Monthly- in addition to the daily check, check the condition of the unit and accessories; check pads and battery pack expiration dates. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported their customer informed them that the AED will not power on. The customer did not report this occurred during patient use.